Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test; 1 of 2 sensors failed for high readings and one remaining sensor passed per specifications with accurate readings.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading lower that her blood glucose value and the insulin pump had gone into threshold suspend. Customer stated that she had received 8 low suspend alarms. Current blood glucose is 200 mg/dl and sensor reading was 108 mg/dl. Threshold suspend limit is set up at 60. Customer has 2 calibration errors and a change sensor alarm. Last blood glucose value was 156 mg/dl. Customer was advised to select suspend or restart basal. Nothing further reported.